Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (monitor lcd display screen is blank or black) was confirmed. The evaluation of the monitor confirmed there was contamination on j101 of the ca board. The monitor was unable to complete detect and treat. The root cause of the contamination of an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.